Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer had been placing the infusion set sites on their "muscular" arms which possibly led to the infusion set cannulas resting on muscular tissue. The customer's blood glucose (bg) level was around 300mg/dl and a correction bolus via the pump was delivered to address the bg level. Due to the occlusion alarm, the customer was admitted to the emergency room (ER) with a bg level of 495mg/dl and it was not known whether the customer had ketones. While in the ER, the customer received treatment in the form of intravenously delivered insulin and manual injections. The customer was released from the ER with a bg level of 72mg/dl. A system check was performed using the pump supplies in use during the occlusion alarm and the pump performed as intended leading to the non tandem infusion set site as the cause of the occlusion alarm. No damage was noted to the infusion set cannula. Reportedly, an infusion set change was performed to address the occlusion alarms.